Event description:
It was reported there was a right ventricular perforation with this lead. The lead was removed and replaced and the patient outcome is reported as "ok". No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead was returned and analyzed.